Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The pacemaker exhibited backup vvi operation. The pacemaker was explanted and replaced. The patient was in a stable condition post procedure.